Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported air bubbles in the reservoir. The blood glucose reading was 205 mg/dl. She reported that she was unable to push the plunger to prime out the air bubbles. The issue was resolved with a set change. Nothing further was reported.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Performed pre-fill reservoirs. The reservoir passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles noted.